Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a hydratome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that when they took the product out of the blister, the hydratome's cutting wire was broken, and they could not use it. The wire was noted to be broken outside of the patient upon unpacking, thus there was no part of the device detached inside the patient there were no injury nor patient complications reported as a result of this event.